Manufacturer narrative:
The facilities maintenance adjusted the reverse trendelenburg disengage switch to repair the bed.

Event description:
Information received indicates the bed will not go into the reverse trendelenburg position.